Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and hypoglycemia. Customer's blood glucose level was 45 mg/dl at time of incident. Customer stated that she having over 400 mg/dl blood glucose due to tooth infection. Customer had been using insulin pump system within 48 hours of reported low blood glucose event and auto mode was active. Customer treated with glucose tablets. Customer also reported that the insulin pump received hardware low level failures alarm during self test run. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer reported that the self test was passed. Customer reported that the insulin pump button was unresponsive. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.